Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ were there any patient consequences? ¿ did any needle piece fall into the patient? If yes, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were taken to retrieve the broken piece? ¿ was there any additional tissue damage as a result of searching for the needle piece? ¿ if not retrieved, in what tissue structure the broken needle was retained? Is there any plan in place to remove the needle piece in the future?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used due to facial trauma. The doctor performed facial debridement and suturing on the patient's face. During the process of removing the suture, the integrated needle broke, which may pose a risk of infection. Immediately replace the suture after the incident and continue to suture the patient after checking for accuracy. Additional information was requested.